Event description:
Vns pt developed horner's syndrome post-implant with drooping in one eye. Stimulation has not yet been initiated at the time of the initial report. It was reported that treating neurologist believed that the pt's eye would get better with time and that the pt was already starting to do better.